Manufacturer narrative:
Patient was not provided. It will be added in a follow-up report the patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had high power, high flow, and occasional low speeds. Patient was in the hospital. Patient experienced occasional moments of elevated blood pressures and significant pain. Customer was unable to determine if the events were occurring during exact moments of hypertension and or pain episodes. The log file showed low voltages while on power module. There were power spikes on (B)(6) 2019. There was a pump speed drop on to 8130 on (B)(6) 2019 along with an increase in power, which occurred at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the reported low speed event and elevations in power and flow. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 18.9 watts recorded on (B)(6) 2019. Most of these elevations appeared to be associated with pi events. The submitted log file captured a low-speed event, as well as a power elevation, on (B)(6) 2019 at 6:44 pm while the system was operating on the power module. Although a specific cause for the events captured in the submitted log files could not be conclusively determined through this evaluation, based on previous complaint experience, the log file data appeared consistent with some material, such as a thrombus, being ingested into the pump. The patient remains ongoing on the heartmate ii lvas and no additional complaints have been reported at this time. Multiple attempts for additional information were made and no further detail was provided. The hmii lvas IFU lists peripheral thromboembolic events, device thrombosis, and hypertension as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in this IFU. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Finally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. Additionally, these documents outline all system controller alarms, including low speeds, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.